Event description:
Additional information was received from the patient representative (rep). Patient rep called back and reported that since they put the implant in unexpectedly at implant because the patient was underweight at 90 pounds (instead of getting the non-rechargeable implant like expected) the implanted system had a been a nightmare. Caller stated the therapy maybe worked for a month and that the patient would still go through 10-12 catheters a day. Patient services redirected the caller to follow up with the patient's health care provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence . It was reported that patient seeing scrolling battery lights on the recharger and recharger isn't taking a charge. The recharger hasn't worked probably since (B)(6) 2022. They met with the manufacturer rep (B)(4) in the urologists office (B)(6) 2022 to show them how to recharge it again. The following troubleshooting steps were performed: reset the recharger . Additional troubleshooting information: caller said, the patient is self caths now and is using more then 10 catheters a days. They do not keep the recharger on the docking station when not in use. Caller said, they were supposed to install a stimulator that was non-chargeable and they didn't find out until they were on the table that they couldn't install the non-rechargeable. Their mom was 90 pounds at the time and if they would have known they would have had them wait until they gained weight because they are 120 pounds now. Their mom doesn't sit still and it is hard to charge the implant. The issue was not resolved through troubleshooting. An email was sent to the repair department. On 2023-mar-27 (B)(4) (rep): no new information.